Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the light guide fiber bundle (lcb). In addition, we confirmed that the ccd module disconnection, and the lg prong assy leak; however, these are not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. Lcb broken, reduced to 90? / 00?. Rotatable lg-plug leaky, x-ring damaged.